Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer rails were damaged. A field service engineer (fse) replaced the half-height cubie drawer assembly to resolve the issue. The fse configured the new drawer to the station and rebooted it. After confirming the drawer was performing successfully, the fse tested it in the hardware test application. The fse also tested all latches, positioned the sensor, reseated the pyxibus cable, and tested all cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es failed drawer required maintenance. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.